Manufacturer narrative:
Product analysis verified the reported balloon burst/ruptured. Analysis found a balloon pinhole. The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The system was pressurized in the product analysis lab to locate the leak. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located 1.5 centimeters proximally from end of distal tip. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material, which would have contributed to the formation of the pinhole. The manufacturing records have been reviewed and no issues confirms that the device met all material, assembly, and performance specifications. The most probably root cause will be considered operational context.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. During the 1st inflation, the balloon ruptured under nominal pressure. The procedure was successfully completed with no pt injuries and complications reported. The pt's status is listed as "good".